Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-01804. It was reported that patient experienced pain at the ipg site and ineffective therapy. Reportedly, the lead was fractured. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg and lead were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.